Event description:
It was reported that during implantable pulse generator (ipg) program check the device was found reached premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.